Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, g3, g6, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the circuit board unit inside the scope connector and the plug unit was soiled and scope communication error 216 occurred. Based on the results of the investigation, a root cause could not be identified for the initially reported failure and the error 216. The most probable cause for the soiled components was due to water leakage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had an e315 incompatible scope error. The issue was found during inspection for use. There were no reports of patient involvement.